Manufacturer narrative:
D2b: additional medical device type: fpa. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using one bd vacutainer® ultratouch¿ push button blood collection set, the base of the needle is clogged. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that when using one bd vacutainer® ultratouch¿ push button blood collection set, the base of the needle is clogged. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The customer-provided image shows a device with a bent needle point, but clog cannot be assessed from the photo. Additionally, a total of 30 retained samples were visually inspected for bent cannula and needle point integrity, and all samples passed testing with no evidence of bent cannula or poor needle point integrity. Furthermore, 30 retained samples underwent functional tests, and all samples passed, exhibiting no signs of damage to the device, leakage, or clogs during use. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: bent. This complaint has not been confirmed for the indicated failure mode: clog. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.